Event description:
It was reported that this device exhibited behavior consistent with a premature battery depletion (pbd) . The remaining battery longevity is at ten months. At this time the device remains implanted and in service. The physician did do some programming changes, and will recheck the device in the near future. No adverse patient effects were reported. Additional information was received that the device was explanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device exhibited behavior consistent with a premature battery depletion (pbd) . The remaining battery longevity is at ten months. At this time the device remains implanted and in service. The physician reprogram the device, and advised he will be rechecking the device in the near future. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.